Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Copper deficiency [copper deficiency]. Case description: an attorney reported that their adult male client, now (B)(6), used fixodent denture adhesive, form/version unk, unspecified total daily use beginning 1990 through 2009, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries which have left him unable to perform his normal, customary and daily activities, zinc toxicity, and copper deficiency. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.